Event description:
It was reported that the patient underwent an anterior cervical disc fusion from c4-c7 using rhbmp-2/acs combined with structural allograft fibula. On (B)(6) 2007, the patient underwent an anterior fusion at c3-c4 using rhbmp-2/acs combined with structural allograft. Following the surgeries, the patient developed increasing right arm weakness and right hand weakness. Consequently, the patient underwent additional imaging. A MRI dated (B)(6) 2012 demonstrated that the patient had developed right facet arthritis from c7-t2 with right foraminal narrowing and spinal stenosis from c7-t2. The patient has never recovered from her surgeries, and she has daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4)

Event description:
The post-operative period was marked by a period of relief followed by osteophyte comlpex in her cervical spine with central canal stenosis. The patient developed and experienced severe back pain in her neck, severe headaches, right arm weakness and numbness.the patient continues to experience severe and unrelenting neck pain, nerve damage and permanent disability. This prevents her from practicing and fully enjoying the activities of daily life to the extent she did preoperatively.

Manufacturer narrative:
(B)(4).